Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the 56mm ultamet insert was removed 40 poly liner exchange. It was the left side. No delay in case. A routine switch from a metal insert to a poly insert. I did not get to examine the explanted insert it was sent to a lawyer. Patient was having pain. Doi: 2008, dor: (B)(6) 2020, unknown hip.